Event description:
It was reported that yamato plus-r 30cc was inserted urgently. Immediately after removing the guidewire from the central lumen, the catheter lumen became blocked. Since it could not be pulled, it was removed, and a 30cc balloon from another company was inserted. There was no harm or injury reported.

Manufacturer narrative:
Correction field: d1(UDI), d10 updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Two kinks were observed on the catheter tubing approximately 70.4cm and 70.9cm from iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen which most likely caused the reported problem. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that yamato plus-r 30cc was inserted urgently. Immediately after removing the guidewire from the central lumen, the catheter lumen became blocked. Since it could not be pulled, it was removed, and a 30cc balloon from another company was inserted.